Event description:
It was reported that a patient experienced a stroke event during a post-operative surgery after being implanted with a vascu-guard patch (location of implant unspecified). The cause of the stroke event was not reported. The indication for surgery, the type of surgery, and further detail on when the vascu-guard patch was used was not reported. Medical intervention and the patient's outcome was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.